Event description:
It was reported that the pump battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet. Reportedly, the alert cleared, and the pump successfully began charging after leaving the pump plugged into the power source. Customer's blood glucose level was 121 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy; however, the pump was replaced to maintain customer satisfaction.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
B4